Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during the prime process. The blood glucose reading was 135 mg/dl. The customer stated that she was putting insulin into the insulin pump, screwing the reservoir in, but then the display went to zero. She stated that the insulin pump lost the time and all dates. The device had also alarmed motor position encoder error as well as another alarm. Advised replacement of the insulin pump. Nothing further reported.